Event description:
A (B)(6) advia centaur cp hbsag result was obtained by the customer and the result was considered discordant when compared to the patients clinical picture and other hbsag test method results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.

Manufacturer narrative:
The cause for the discordant non reactive advia centaur cp hbsag result when compared to the patient's clinical picture and the (B)(6) from other test methods results is unknown. A low amount of discordant sample has been sent in for investigation. The instruction for use (IFU) states the following in the limitation section: "assay performance characteristics have not been established when the advia centaur cp hbsag assay is used in conjunction with other manufacturers' assay for specific hbv serological markers. For diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of hepatitis b may not detect all potentially infected individuals. A nonreactive does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay. "

Manufacturer narrative:
(B)(4). A low amount of discordant sample( 180 ul) was provided by the customer for further investigation. Due to the low sample volume, 120 ul of negative base pool was added for adequate sampling and the following tests performed: (B)(4). The results are compatible with the negative result initially reported by the customer. There was not enough sample available for any additional testing. No conclusion can be drawn.